Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample met product specifications. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a vitrectomy procedure, the laser probe could not be inserted into the trocar.